Manufacturer narrative:
Philips service replaced the host pc biplane revised_ii without hdd and updated the license file. The system was verified as operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent boot-up failure occurred due to a defective host pc on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.